Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.411, lot: l367470, manufacturing site: bettlach, release to warehouse date: 02 may 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as the relevant subcomponent 60033538 is not lot tracked. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the threaded tip of the extraction screw is broken at the area of the first thread flank. The broken off portion was not sent back for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: dimensional inspection cannot be performed due to the damage incurred. Drawing/specification review: not required per selected investigation flow as it concerns a post-manufacturing caused use related damage of the device. Material /hardness review: this instrument is made of stainless steel. According to the relevant test instruction the correct material was used, and the hardness parameters were within the specification. Summary: the complaint condition is confirmed as the tip of the extraction screw is broken. This production lot (l367470) was manufactured in may 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The sub-component is not lot tracked. Therefore the last two potential work orders were reviewed. The review has shown that with the correct material was used and that the hardness was within the specification per relevant drawings. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have contributed to complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that another surgery was performed on (B)(6) 2019 for pfna blade extraction and executed successfully. There was no allegation against implants. Per surgeon, patient had to go under anesthesia twice, this brings an additional risk for infections. Patient's outcome was reported as stable. This report captures the intra-op event of damaged extraction screw for pfna blaade while (B)(4) captures post-op removal due to pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. Received picture was reviewed and narrative could be confirmed, it seems that the hexagonal tip is broken off. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient was under anesthesia for the extraction of a proximal femoral nail antirotaion (pfna). It was also reported that the patient requested removal due to pain. The incisions were happening, the distal screws were removed, then it was determined that the instrument for the pfna blade extraction was delivered damaged. There was no alternative instrument available, so the wound was closed, and they had wake up the patient. That's why the extraction couldn't take place. The procedure was not completed and was delayed for more than fifteen (15) minutes. On an unknown date, another surgery will take place to complete the procedure. The patient outcome was unknown. Received picture was reviewed and narrative could be confirmed, it seems that the hexagonal tip is broken off. This report is for one (1) extraction screw for pfna blade. This is report 1 of 1 for complaint (B)(4).